Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a generator change. Prior to the procedure, it was noted that the right atrial lead exhibited intermittent noise. Lead insulation breach was identified and visually confirmed during the procedure. The lead was capped and replaced on (B)(6) 2026. The patient was in a stable condition.